Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was not responding and unable to login. A technical support specialist (tss) dialed into server and data base servers and observed slowness, noting last reboot was 30 days prior. Verified existing ticket for planned reboot. Identified high memory usage by data base server and adjusted structured query language memory, then restarted services. Performance improved with message flow restored and slowness resolved. Advised pending server reboot by customer it for further optimization; issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not responding. The hsv page was not responding, and users were unable to connect to the es portal. As a result, they were unable to place stations into critical override (co) because they could not log in to the es portal. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.